Event description:
It was reported that during a prostate procedure the physician intended to utilize the laser system and surgical fibers, however, due to device failures an alternate treatment was used to complete the case. As no additional surgical fibers were available, the physician completed the procedure by placing a two-day stent in the pt. The pt was scheduled to return for another surgery. The date of the rescheduled surgery is unk. There was no harm to the pt; however, the manufacturer is filing this as surgical intervention due to the pt being rescheduled for an additional procedure as a result of incompletion of the case.